Event description:
It was reported that during the insertion of the intraocular lens into the patient's eye, the haptic distorted. The incision was enlarged and the lens removed and replaced during the same surgery. No patient injury reported.

Manufacturer narrative:
Inspection of the returned lens shows one distorted haptic and viscoelastic on the optic. Prior to release the lens met all manufacturing specifications suggesting this event was caused during handling. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.